Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 17 to 19 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The customer experienced symptoms such as loss of consciousness, inability to talk and a coma. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The caller also reported a high of over 400 mg/dl before the low. The customer had given themselves 13 units within a 2 hour time span after eating a piece of cheese. The insulin pump will not be returned for analysis.